Manufacturer narrative:
Service review: a review of the service history record indicates that the device had been returned previously for the same malfunction. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing and improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings/corrosion and cable/cord/wiring of the motor device were damaged. It was determined that the temperature was above specification. It was observed that the hose was damaged and had a hole/cut in it. It was further determined that the device failed pretest for handpiece temperature assessments, no short circuit between sensor gnd and connector body (42), no short circuit between 5vdc line and connector body (42)., no short circuit between hall sensors and connector body (42), no short circuit between phases and connector body (42) and loctite and cable assessments. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.